Event description:
It was reported by the rep that the device was used during a mammotome biopsy procedure. It was reported that the stainless steel tip of the c1530 micromark clip broke off while removing clip applier from probe. Tip remained inside breast. It was visible on stereotactic images. Clip did deploy successfully. Surgeon removed probe from breast and left tip inside breast with the clip. There was no consequence to pt.